Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 576 mg/dl and that the infusion set cannulas keep getting bent. The patient did not exhibit any symptoms of hyperglycemia and he was treated with a manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was normal. The infusion set cannula was inspected and it was bent. The mother was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.